Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump could not be tested with the glucose sensor simulator due to the alarm. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The no delivery alarm could not be verified due to the prime anomaly. The insulin pump passed the basic occlusion test and the displacement test. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test three times. The insulin pump alarmed no delivery because the reservoir was empty. The customer experienced high blood glucose levels. Her blood glucose level was not reported. The customer was having issues with the active insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.